Event description:
A review of svc data detected a reportable problem. During servicing, monitor sn (B)(4) was resetting. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is underway. Upon receipt from the field the monitor was resetting. The root cause for the resets was isolated to the ca board sn (B)(4). A supplemental report will be submitted upon completion of root cause investigation. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.